Event description:
Heart surgeon dr implanted carpentier edwards annuloplasty ring in my heart in 1996 without my permission. It has not worked since day one. They tried to keep it from me by not telling me. Manufacturer had to tell me. Also I had atrial septal defect-hole that did not close in heart. They shortened heart muscle during implant, and heart only pumps 25 percent. Due to this I have curvature of spine and neurotrophy in back legs. Social security has denied me since 1984 on disability. I also had 4 bipasses and pacemaker defibrillator. Dose or amount: 1 daily. Dates of use: since 1996. Diagnosis or reason for use: weakness in heart muscle pumping. Event abated after use stopped or dose reduced? Yes.